Manufacturer narrative:
Date received by MFR was listed as a corrective field, but it was to be included under the updated fields. The service engineer reported after evaluation he found problem with the scroll compressor and replaced it with the new one but did not resolved the issue. After recheck fse found that problem was regarding the drive manifold assembly and he replaced the drive manifold assembly and pump working ok. The intra-aortic balloon pump (iabp) passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer reported that the unit had an autofill failure and the balloon did not inflate. This event occurred during service/test by the customer. No patient involvement reported. No adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the unit had an autofill failure and the balloon did not inflate. This event occurred during service/test by the customer. No patient involvement reported. No adverse event reported.

Manufacturer narrative:
(B)(4) 2017 01:19 pm (gmt-4:00) added by(B)(6): the supervisor of the maquet national repair center (nrc) in (B)(4) evaluated the scroll compressor on (B)(4) 2017. No visual damage was observed. The scroll compressor was tested to factory specification. The nrc could not reproduce autofill failure, fault codes #37 and #77. The scroll compressor passed testing. The nrc is retaining the scroll compressor..

Event description:
The customer reported that the unit had an autofill failure and the balloon did not inflate. This event occurred during service/test by the customer. No patient involvement reported. No adverse event reported.